Event description:
A report was received that the patients ipg was moving around the pocket which was causing some discomfort and charging difficulty. The patient will undergo a pocket revision procedure.